Manufacturer narrative:
Device evaluation summary: visual inspection showed that the device was damaged/split. The reason for return was confirmed. Additional information b5: medtronic received additional information that the initial insertion site was used during the re-cannulation. The customer had to make a short stop during ongoing ecc. As result of the short stop and the re-do of the procedure, it was difficult to confirm whether there were any adverse patient effects. The redo-avr was an aortic valve replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a mc2x three stage venous cannula, it was reported that during extracorporeal circulation (ecc), during which a redo avr was being performed on a patient, cannulation went as expected but then bad flow was observed, so suction of -20mmhg was applied. After the operation commenced, technical problems occurred that caused the position of the cannula to be disturbed, the surgeon then pulled up the cannula a little bit and the operation continued. After a while, air problems were observed, at first it was thought that the cannula was sucking air from the atrium, and an attempt was made to resolve the issue, but the air persisted. The vacuum was increased to -30 mmhg, but this only made the air situation worse. Then there was an issue with the return flow, the position of the cannula was changed again, the surgeon pulled up the device a little bit more, and then observed that the cannula was split. Re-cannulation was performed with a short stop of ecc. The steel wire of the cannula was still attached. It was stated that the surgeon wanted a 29 fr three-stage despite the size. Medtronic received additional information that the cannula was not heated or cooled prior to use. It was stated that as the procedure was a redo procedure it was hard to say if blood loss occurred because of the issue with the cannula or confirm how much blood was lost. A transfusion was required but it was impossible to say if it was a result of this leak. The broken piece did not fall into the patient, as the cannula wire held the two pieces together. The cannula was carefully removed during a short stop during ongoing ecc.

Manufacturer narrative:
Note section e initial reporter: the initial reporter's information was not provided due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.